Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine at unknown concentrations and dosages via an implantable pump for non-malignant pain and spinal stenosis. On (B)(6) 2020, it was reported that the patient's spine "got infected" and around (B)(6) 2019 the patient had to go to the ER and an emergency surgery was done in which their pump system was removed. According to the patient, it was recently decided that a pump should be implanted again but, due to the pump shortage, the patient was requesting their previous pump. The patient reported that they had a pump in them for years and the previous pump was "wonderful" and it "gave [them] life". The pump reportedly made a big difference in the patient's quality of life. The patient noted that they were not at 100% with the pump because they still had to deal with their spine damage, but it was significantly better than what they have been going through in the last year without the pump. No further complications were reported.